Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, 1.3.2 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Only one session of application logs present of the issue date. Logs captured that the site went to registration and navigation task, while site was in registration task multiple interference errors were observed and apart from that multiple tool verification failed due to distance criteria. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device. It was reported that, this system was unable to track optical instruments. The site changed camera carts and it functioned as normal. There was no patient impact and a delay of less than one hour.